Event description:
On 4/29/2022, it was reported by a sales representative via phone that an ar-1288qt-90 acl fibertag tightrope ripped when surgeon was pulling on the strand, after passing the graft in the femoral tunnel. Surgeon pulled the graft out and cut out all the remaining tightrope, opened a new and individual tightrope and was able to reinsert the graft. This was discovered during a quad acl procedure on (B)(6) 2022 and was completed without further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).